Manufacturer narrative:
The investigation for the product damage has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues product damage could not be determined. Added- d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 79 -year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The 0.018¿ guidewire was malformed when it came out of the hoop. The guidewire had a large curve on it. The physician did not feel comfortable to use the wire with the patient. The guidewire was not used. No patient harm was reported.